Event description:
It was reported by the pt that following shoulder surgery the pain pump which had been placed stopped working. The pump was removed without incident and the pt continued taking the prescription of vicodin which had been prescribed at the time of discharge.

Manufacturer narrative:
The pump was discarded by the pt after removal.